Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(component codes),h11. Corrected fields: h6(investigation findings, investigation conclusions).

Event description:
It was reported by customer that the cs300 intra aortic balloon pump had a damaged power supply and not working. The power supply is not working because it is plugged into 400v. No harm or injury reported.

Manufacturer narrative:
Due to charcater limit in the e1 section, the full event site name is (B)(6) clinical hosp. A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and provided a repair quote for customer approval. As more than three months had passed, the original budget expired. Following the reopening of the operating room, a new budget was issued. The power supply was replaced, and its proper operation was verified. However, the equipment could not be fully tested, as it is covered in blood.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e3. A getinge field service engineer (fse) inspected the unit and provided a repair quote for customer approval. Customer does not reply to emails, so it is understood that they do not accept the quote since three months have passed. Should additional information become available, the investigation will be updated accordingly.

Event description:
N/a.